Event description:
The customer reported the system failed to boot up. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The single board computer needed replacement. However, the facility is waiting for purchasing authorization. No conclusion can be drawn.